Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 2 months. (Calculated from the date when the device was manufactured.) No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that no external power alarms were observed. The patient was asymptomatic. It was reported that the cause of the no external power alarm could not be determined. Log file analysis completed by the manufacturer¿s technical services representative revealed no external power alarms while utilizing the mobile power unit (mpu). No additional information was provided.